Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had bent cannulas and experienced high blood glucose level of 550 mg/dl. The customer¿s blood glucose was 426 mg/dl. The customer had symptoms such as thirsty and treated with bolus from insulin pump. The product was not returned for analysis.